Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 125 ohms. All other lead trends were within acceptable range. The crt-d remains in service and there were no adverse patient effects reported.